Event description:
It was reported by service report that the stretcher will not maintain height and drifts down. Both hydraulic jacks revealed the foot end jack is not functioning as prescribed. No pt involvement or adverse consequences are reported.